Event description:
It was reported by service report that the fowler will not go down all the way and the fowler gas cylinder was leaking. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler.